Manufacturer narrative:
Arjo service team was called to the customer as it was noticed that the installation rail has lowered. The failure was confirmed: one of three brackets holding the rail was pulled down, causing rail instability. Another arjo team (project team) attended to inspect the condition of the rail assembly above the false ceiling. Arjo installer found that the threaded rod, which is mounted to the concrete ceiling and holds the bracket, separated from the concrete. Two new anchor points have been installed to make sure that the rail would remain stable. According to project team, one of the anchor point might have been installed near expansion seam causing the concrete weakness and the threaded rod separation. This expansion seam was not visible during initial assembly due to the fact that this was an old building and the spray with a fire retardant concrete was covering all the expansion joints. There was no full rail detachment. The installation was unstable and from that perspective, the system was not up to the manufacturer¿s specification. We have reported investigated malfunction to competent authorities in abundance of caution, due to the fact that the end rail mounting point detached from the concrete ceiling. There was no reported incident with a patient involvement, no injury was sustained.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the rail extreme mounting point become loose from the concrete ceiling.